Event description:
It was reported that prior to the implant of a transcatheter aortic valve, inside a patient with severe aortic stenosis and a bicuspid aortic valve morphology, including calcified raphe between the left and right coronary cusp (rcc) and annular calcifications, the native aortic valve was initially pre-dilated using a 25-millimeter (mm) non-medtronic balloon. The valve was implanted and considered well positioned in the aortic annulus. The nosecone of the delivery catheter system (dcs) and non-medtronic guidewire remained in the left ventricle up to valve release. After a brief period without fluoroscopic surveillance, dislodgement of the valve was identified on imaging. The patient was initially hemodynamically stable. A non-medtronic valve was implanted as a second valve, capturing the medtronic transcatheter valve in the ascending aorta with a snare. The non-medtronic valve was positioned and implanted correctly. Shortly thereafter, the patient became hemodynamically unstable with loss of arterial blood pressure. Transthoracic echocardiogram examination revealed pericardial effusion. Pericardiocentesis was subsequently performed, and with anesthetic medical support, the patient stabilized. The patient was transferred from the catheter lab to the intensive care unit (ICU) for further observation.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012710772); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-34 (lot: 0012740587); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, inside a patient with severe aortic stenosis and a bicuspid aortic valve morphology, including calcified raphe between the left and right coronary cusp (rcc) and annular calcifications, the native aortic valve was initially pre-dilated using a 25-millimeter (mm) non-medtronic (true) balloon. The valve was implanted and considered well positioned in the aortic annulus. The nosecone of the delivery catheter system (dcs) and non-medtronic (safari) guidewire remained in the left ventricle up to valve release. After a brief period without fluoroscopic surveillance, dislodgement of the valve was identified on imaging. The patient was initially hemodynamically stable. A non-medtronic valve (sapien) was implanted as a second valve, capturing the medtronic transcatheter valve in the ascending aorta with a snare. The non-medtronic valve was positioned and implanted correctly. Shortly thereafter, the patient became hemodynamically unstable with loss of arterial blood pressure. Transthoracic echocardiogram examination revealed pericardial effusion. Pericardiocentesis was subsequently performed, and with anesthetic medical support, the patient stabilized. The patient was transferred from the catheter lab to the intensive care unit (ICU) for further observation. Additional information was received to report the nosecone of the dcs may have caught the inflow portion of the valve frame leading to the valve dislodgement. Per the physician, the non-medtronic (edwards sapien) valve caused the pericardial effusion and clarified neither the medtronic valve nor the dcs were contributing factors.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device: this is a system report; section d information references the main component of the system which was in use with the following: medtronic product ID: d-evolutfx-34, lot#: 0012710772, manufactured date: 2025-03-11, ubd: 2027-03-11, UDI#: (B)(4). H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.